Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was approximately 116 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.